Event description:
It was reported that the device had a radiation therapy related reset and several data corruptions. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the device met 87% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the device had a radiation therapy related reset and several data corruptions. It was later clarified that the device was interrogated, which cleared the therapy-related reset. It was further reported that the device was explanted and replaced after reaching elective replacement indicator. No patient complications have been reported as a result of this event.